Event description:
It was reported that the ilet¿s touchscreen was cracked after the device reportedly fell from a bedside, and the screen became unusable, preventing the user from unlocking or operating the device; the medical device problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.